Event description:
Information was received from a manufacturer's representative (rep) regarding an external device to an implantable neurostimulator (ins) implanted for non-malignant pain indications. It was reported that the patient (pt) was having difficulties advancing past passive recharge mode and inquired about steps involved in passive recharge mode. Rep mentioned that they instructed pt to reset the controller and pt was still unable to begin recharging normally. Rep stated pt attempted passive recharge mode but was unable to begin charging normally. The manufacturer's technical services specialist (tss) reviewed information and called pt for further troubleshooting. Tss spoke with pt's daughter (caller) who assisted pt in troubleshooting. Tss instructed caller to begin passive recharge mode. Caller confirmed seeing high numbers of 58/72/77. Caller stated pt was attempting to charge yesterday and the controller displayed 'recharging excellent' but the ins battery did not increment. Caller also stated that at one point the ins was "full" but the controller did not display that it was finished. Caller confirmed no visible damage to the recharger but confirmed that the recharger paddle became hot yesterday while attempting to recharge. The issue was not resolved through troubleshooting. Additional information was received from the pt. Pt called back stating they received the rtm, but it was still not working. It charged for a minute and then said 'finished' and the light would turn yellow. Pt mentioned they were in a hospital and had to turn the device off. Pt had a surgery and went to charge when they came home, and it charged fine and next night all these screens started happening and pt would get 'finished' message at 50%. Green light blinks and then goes to yellow. On the call had pt use their equipment. Pt got passive recharge mode (prm) and numbers were 68-68-69. Reviewed how to properly place the rtm. Had pt reposition recharger and pt got recharging excellent. Instructed pt to keep recharging and reviewed not to activate the screen all the time. Called pt back and spoke with the pt representative (pt rep) who stated pt was able to recharge. Pt rep said nobody ever told pt how to place the rtm and now that pt knows where to place it, it was recharging fine. Also reviewed to keep the pins clean. Also reviewed to wear a belt. Pt did not think they received the belt with it.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the 97755 intellis recharger (s/n (B)(6)) revealed that no anomalies were found. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.